Manufacturer narrative:
Product complaint # (B)(4). Device returned. Occupation: synthes rep. A review of the device history record. Device history lot: part number: 321.20, synthes lot number: 5808592, supplier lot number: 011628, release to warehouse date: 02 jul 2008, expiration date: n/a, supplier: (B)(4). Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary complaint summary: it was reported that on an unknown date, the sales consultant was given a broken item by sterile processing department (spd). There was no patient involvement. Flow: damage. Visual inspection: the ratchet wrench ¿ 11 mm width across flats (part # 321.20, lot # 5808592, mfg # 02-jul-2008) was received at us cq with no signs of breakage. The device looks a little worn. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was not performed as there were no signs of breakage and the device is fully intact. Document/specification review: the following drawing(s) was reviewed; -11 mm ratchet wrench: 321_20 rev e and rev h. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales consultant was given a broken item by sterile processing department (spd). There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).